Event description:
"Dealer stated the wheel popped off the wheelchair."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model v18plrxxx, serial number/date code and age of product are unknown. The owner's manual part number 1148116 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the rear wheel allegedly popped off the v18plr manual wheelchair. The dealer stated that he has not yet seen the wheelchair to determine what may have caused the wheel to pop off. The dealer stated that he was going to check on some things, to see if the wheelchair can be replaced and get back in touch with invacare. No injury alleged.